Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the issue involving the customer's au5800 chemistry analyzer. No specific failure mode was identified. No parts were replaced on the customer¿s analyser. The issue appeared to be isolated to a specific sample. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of an erroneously high creatinine patient result on their au5800 clinical chemistry analyser. It was also indicated that potassium and urea results were high for this specific patient. The patient was admitted to the neonatal unit and had further investigations. It was confirmed from the customer site that the patient did not receive any adverse medical intervention. The customer provided data for one (1) patient sample. Patient demographics were not provided.